Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The physician noted damage to the lead during an ipg explant procedure on (B)(6) 2017 (reference MFR. Report: 1607487-2017-03728). The physician stated there was a crimp near the terminal end of one lead tail. The lead was removed leaving the paddle end implanted.

Event description:
Further follow-up indicates the patient's remaining paddle was explanted.